Event description:
The medical affairs specialist attempted unsuccessfully to speak to the lay user for more clinical information. A letter has been sent as a second attempt to reach the user. The user contacted lifescan (lfs) alleging that the meter displayed a "not ok" message while testing. There is no information on whether the user experienced any symptoms at the time of testing. The user contacted a medical professional and did not receive any medical treatment. Customer service had the pt clean the meter and the not ok message was not resolved. Customer service sent the user a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.